Manufacturer narrative:
Report claims when the speed control dial failed to stop the device when rotated back, they ended up running into a bystander who had walked in front of them in a doorway. This impact reportedly resulted with the bystander having sustained an ankle sprain. The end-user reported having to maneuver the wheelchair into a wall in order to stop. End-user stated it happened so quickly that they did not think to power the dial off, only to rotate it back into a stand-by position. Due to an increase in reports of similar failures, CAPA 25-007 was implemented. Investigation found a potential issue where if an intermittent loss of connection occurs between the speed control dial and smartdrive electronics, an involuntary activation of the drive motor could occur. Further engineering analysis concluded that this anomaly would only occur if the speed control dial was powered on and in a forward rotated drive position but in stand-by mode. If the connection is lost and re-introduced while in this position, the electronics could potentially interpret the re-introduction of signal as being a new command to engage the drive motor. As this type of failure can be reproduced and has the potential to occur with all versions of speed control dial, as part of the CAPA, permobil has implemented a product recall for all speed control dials in the market, z-2538-2025, z-2539-2025, z-2540-2025. The end-user will be provided with a switch control button to replace the affected speed control dial.

Event description:
Report received where it was described as while the end-user was under power with the smartdrive using the speed control dial and entering a doorway; report claims a bystander walked in front of the end-user and the end-user attempted to rotate the scd back to stop, but claims the sd device continued to drive and this caused the end-user to collide into the bystander where they fell and twisted their ankle. The end-user stated the sd still continued drive and they had to guide into a wall in order to stop.